Manufacturer narrative:
E1:(B)(6). Name: medtronic minimed country: united states of america address line 1: 18000 devonshire street city: northridge state: california zip code: 91325. Based on the available information, this event is deemed to be a serious injury complaint. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient had experienced high blood glucose level event on (B)(6) 2026. The patient was treated with pump and the blood glucose was high for three to four hours.